Manufacturer narrative:
The device was received for analysis. Visual inspection reveals a kink at the distal section and ring #2 seal was found compromised. Broken adhesive was observed and dried body fluid was noted on the edge of the electrode. No abnormal resistance was felt when actuating the steering mechanism. The device passed the dimensional test, however, both the right and left curves had an irregular shape due to the kink at the distal section. Bent center support was observed under x-ray and confirmed by dissection in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted and was found out of specification. A steering wire partially detached from the center support due to broken solder joint was also observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter was broken. During an atrial flutter ablation procedure with a blazer prime xp catheter the catheter broke. The procedure was completed with a different catheter. Patient complications were not reported. No other information is available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was broken. During an atrial flutter ablation procedure with a blazer prime xp catheter the catheter broke. The procedure was completed with a different catheter. Patient complications were not reported. No other information is available.